Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the port of a one-link neutral luer activated device appeared to disintegrate while in use on a patient. The patient was receiving an IV (intravenous) infusion of meropenem (dose and frequency was not reported). The issue occurred with the port of the one-link that was connected to the patient¿s PICC line (peripherally inserted central catheter) and was further described as ¿all of or a piece of the plastic rim of the port was completely or partially chipped off.¿ there were no other physical irregularities noticed on the device and no leak was noted. It was not clear if the port was the original port connected to the PICC line or if it was a replacement port. The customer used 70% isopropyl alcohol in the green cap used on the port (not further specified). The customer stated that they did not routinely replace the end port as part of the IV (intravenous) site care; further described as that they would change ports on the saline locks with IV dressing changes (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the screw section of the one-link device was broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.